Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller rec'd replacement programmer and just wants to make sure stim was successfully turned on. Pt rep connected programmer to ins and confirmed stim on, battery ok and programmed settings displayed. Caller noted "we were in bad shape" when the stimulation was off, they called the dr and still haven't heard back. Once pt rep turned stim back on, pt said he felt "lit up" but that went away on it's own.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(6), product type: programmer. Patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the consumer reporting, there were no circumstances that led to the issue. The issue was resolved. With the replacement programmer turning the device back on.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) was having a return of symptoms. Caller stated the pt went to take their medication and then all of a sudden they started shaking and their hands were not working right. Caller stated that usually the pt's speech is slurred and now they can understand their speech so they know something is different. Caller stated the implant is fully charged so they are not sure why this would occur. They were seeing an informational por message on the recharger as well as on the programmer. Caller was struggling with troubleshooting and could not clarify if there was an issue with the programmer or if it was user error. The patient's ins turned off as a result of the por. The caller also repeated information regarding the patient programmer's navigator key seeming like it was stuck, so they were unable to clear the por. The caller mentioned that they intended on following up with the hcp to clear the por, but they called back to inquire if the ins could be turned on using the recharger. They reviewed that even though it is possible, the por would still need to be cleared first. Upon further inspection, the caller noticed that the patient programmer's navigator key appeared to be cracked and may have gotten too hot or possibly wet, but the caller could not confirm.